Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the burs rattled in the drill. Tried different burs and problem persisted. There was no delay. There was no patient impact.

Manufacturer narrative:
Analysis found that the motor was rattling. The handpiece connector to the console was damaged. The motor assembly was replaced. The device was tested according to manufacturing specification. If information is provided in the future, a supplemental report will be issued.